Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. The pt experienced a recurrent hernia. Upon re-operation, the surgeon reported that the mesh was the size of a nickel. Additional info has been requested.